Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the flow transducer test failed. Identification of issue has been done by analyzing problem description and service report. The device's logs were not attached. The issue was decided to be reported based on available information as a defective gas module may lead to stop of ventilation, low o2 or high pressure. According to the information provided by the technician, the air gas module was detected as faulty. Its replacement is necessary to solve the issue. The air gas module regulates the inspiratory gas flow and gas mixture. Defective part has not been returned for further evaluation. The root cause to the reported issue has not been determined.